Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in the device inner surface and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease smooth assessed as fold flaw opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Device has been explanted.